Manufacturer narrative:
H11: additional information was received to update the as reported code to packaging problem. Hence, the file was reassessed for reportability and determined to be no longer reportable. Since an initial MDR was submitted, therefore, the file will remain assessed as a malfunction. G3, h6 (device). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a biopsy procedure using the elevation probe. Prior the procedure, it was found that the device contaminated due to the packaging issue. There was no patient contact.

Event description:
On (B)(6) 2025, a patient getting prepared for a biopsy procedure using the elevation. Prior to the procedure, it was reported that the shipping carton intact content boxes was allegedly wet and deformed. There was no patient contact.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection / evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device / patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.